Event description:
Event description this implantable cardioverter defibrillator was returned to cpi following explant for normal battery depletion. There was no allegation against the ICD; however cpi analysis found premature battery depletion.